Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed.

Event description:
It was reported to boston scientific corporation in 2006 that a one step button initial placement gastrostomy kit pull method was used in an initial placement procedure the same day (patient age, gender and weight are unknown). According to the complainant, a snare failure occurred. During the procedure, the loop wire was unable to be closed. There was also no angle at the scope tip. No patient complications were reported as a result of this event. The patient's condition was reported to be good.